Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to the damaged bearing cage. A field service engineer replaced and configured the half height drawer. The system functioned as intended after the service enigner troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a drawer failure. The customer stated that this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay or patient harm. There were no adverse events or injuries reported based on this incident.